Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12uwn, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the rep was currently in the or and had done multiple impedance tests and only electrode #1 showed greater than 4,000 ohms. The healthcare provider (hcp) had wiped, re-inserted the lead several times, and increased settings to 5v/360pw, but continued to see electrode #1 with greater than 4,000 ohms. The patient has getting bellows and toes, and the rep also tested via j-hook and the patient was getting bellows and toes. No patient symptoms reported. The rep later reported the surgeon decide to use the lead and implantable neurostimulator (ins) despite the electrode impedance issue on electrode #1 after multiple attempts to remove, clean and re-insert the lead. In the recovery room the rep was able to achieve stimulation using electrode #1 at voltages under 3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.